Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Investigation summary: no photo was received and complaint of broken plunger could not be verified. A device history record review for material no: 10798696 batch no: 19045397 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as syr psd asv 20d smbore ss 0.2m cv plunger detached from the syringe. The following information was provided by the initial reporter: material no: 10798696, batch no: 19045397. It was reported that the plunger had detached from the syringe. Additional information (customer response) 11-aug-2020: what is the date the reported defect happened? (B)(6) 2020. Are the products involved in the event available for investigational purposes? No they were discarded. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Occurred during preparation. Were there any adverse event(s) as a result of the reported defect? If yes, please provide details no harm to patient. Describe the event or problem infant patient had a versed drip infusing the bag to syringe closed system. When the nurse went to refill the syringe, the plunger had detached from the syringe there was no harm to the patient, but it did require a new setup. What was the original intended procedure? Patient had versed infusing to protect airway. What problem did the user have (check all that apply) -device failed (e g. Broke, couldn't get it to work or stopped working).